Event description:
Life threatening hypoglycaemia in the child of 1.9 mmol/l requiring 50% dextrose infusion. G7 sensor read a level of 10.5mmol/l. Poor clarity of new g7 sensor when previous clarity was 97% on dexcom g6 sensor. Very poor adhesivity of the new g7 sensor and comes off easily while the child is playing. Compared to the g6 sensor used for the past 2 years and 7 months in the child by the dedicated parent. The g7 sensor does not have warning sign built in stating sensor error unlike dexcom g6 sensor. New dexcom g7 sensor is faulty and no dexcom staff available, as they are all busy at a company meeting for the next three days when phoned the company in south africa, by the parent today.